Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a repeat pulmonary vein isolation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used to perform ablation on the anterior roof of the left atrium near the os of the right pulmonary vein. After 70 seconds of ablation, during periods of deep respiration by the patient, the temperature increased and ablation was stopped by the generator. Approximately five minutes later, the patient became hypotensive and fluoroscopy revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The procedure was terminated and the patient was admitted for observation. There were no performance issues with any sjm device.